Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer experienced a low blood glucose (bg) level. The customer¿s continuous glucose monitor read "low¿; however, a specific bg value was not provided. The customer consumed carbohydrates to treat the low bg. The customer alleged the pump miscalculated a bolus. Tandem technical support reviewed the pump logs and confirmed the pump calculated the correct bolus amount, however, the user overrode the recommended bolus amount and delivered more insulin that recommended.